Event description:
It was reported that there was p-wave undersensing noted on atrial episodes, and that they did not see the deflection after a ventricular pace on one episode. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.